Event description:
Tech's thumb was caught between top of bucky handle and table top frame when table was moved from back to front. Has also happened when table top is fully to the front position and tech reaches under, grabs handle and moves table to the rear.